Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Photo investigation; the photo was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photo from attachment: (B)(4). Visual analysis of the photo revealed that unk - screws: nail locking, was observed migrated from the original position, condylar nut and washer were found not seated to screw: however; with the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. Per the rfn-advanced retrograde femoral nailing system surgical technique guide se_820613 rev. Ai page 52 note: nut and washers are intended for use with standard 5.0 mm screws only (04.045.026 through 04.045.120). The number of nuts and washers to be used are according to surgeon preference, patient anatomy, or clinical condition. Note: nut includes a friction feature to secure nut to screw. The surgeon may experience tactile friction during nut insertion onto screw. The use of nuts and/or washers may be limited in patients with a knee prosthesis, due to interference of the prosthesis, including the prosthesis box, pegs and borders. The use of nuts may be limited in patients where the nail is inserted deeply into the canal or in a patient with small anatomy, which may result in insufficient insertion depth of the nut. Note: ensure sufficient insertion depth between nut and nail is available prior to nut insertion to avoid contact between nut and nail. If the nut contacts the nail before being fully seated, the nut may protrude off the bone. While the actual length of the nut is 15 mm, a minimum depth gauge/drill bit measurement of 20 mm is needed to ensure sufficient insertion depth for the nut. Note: if more than one screw with nut assembly is planned, consider the final position of adjacent screws/ nuts to avoid interference. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed for unk - screws: nail locking. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5, d10 and g1. Corrected: d1, d4 (catalog) and d6a. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that there was allegation against the polymer inlay of the rfna nail which has appeared in recently published literature suggesting it is more susceptible to screw back out than other nails.

Event description:
It was reported that on an unknown date, the distal locking bolt in a depuy synthes rfna nail had unthreaded itself from the nail postoperatively, requiring a revision surgery to replace the screw. Patient had inflammation of the lateral knee and revision surgery was required. This complaint (B)(4) is related to (B)(4) which captures revision surgery from (B)(6) 2025 which failed again as the screw, washer, and locking nut have become loose and begun to back out.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H6: photo investigation: the photo was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that unk - screws: nail locking, was observed migrated from the original position, condylar nut and washer were found not seated to screw: however; with the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. Per the rfn-advanced retrograde femoral nailing system surgical technique guide se_820613 rev. Ai page 52 note: nut and washers are intended for use with standard 5.0 mm screws only (04.045.026 through 04.045.120). The number of nuts and washers to be used are according to surgeon preference, patient anatomy, or clinical condition. Note: nut includes a friction feature to secure nut to screw. The surgeon may experience tactile friction during nut insertion onto screw. The use of nuts and/or washers may be limited in patients with a knee prosthesis, due to interference of the prosthesis, including the prosthesis box, pegs and borders. The use of nuts may be limited in patients where the nail is inserted deeply into the canal or in a patient with small anatomy, which may result in insufficient insertion depth of the nut. Note: ensure sufficient insertion depth between nut and nail is available prior to nut insertion to avoid contact between nut and nail. If the nut contacts the nail before being fully seated, the nut may protrude off the bone. While the actual length of the nut is 15 mm, a minimum depth gauge/drill bit measurement of 20 mm is needed to ensure sufficient insertion depth for the nut. Note: if more than one screw with nut assembly is planned, consider the final position of adjacent screws/ nuts to avoid interference. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed for unk - screws: nail locking. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.